Manufacturer narrative:
Product complaint #: (B)(4). Additional evaluation summary: one opened box with sixteen unopened samples of product code eh7147, lot lcj847 were returned for analysis. The complaint issue was not received for evaluation. During the visual inspection, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/ packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no suture breakage was found and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). Additional b5 narrative: the procedure was a dental procedure. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what intervention was provided to manage slight damage of the tissue? None. Was there any unexpected outcomes/complication, procedural alterations or change in post-op care due to slight damage of the tissue? No. Was there any unexpected outcomes/complication, procedural alterations or change in post-op care due delay in procedure? No.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture broke when the surgeon tried to make the knot. There was slight damage of the tissue which did not require any intervention. The patient was well. Another like device was used to complete the procedure with no adverse patient consequences.